Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of emerge balloon catheter with no other devices. There was contrast and blood in the inflation lumen. There were numerous hypotube kinks. Magnified inspection identified a pinhole and scratch in the balloon material 5mm from the distal edge of the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.50mm x12mm emerge balloon catheter was advanced for dilatation. However, the balloon ruptured at 12 atmospheres on the first inflation for 5 seconds. The balloon was removed from the patient and the procedure was completed with a different device. It was noted that the patient had a "peripheral disaggregation".